Event description:
Customer reports via phone that during a stone removal procedure on a female patient (age unk), the table movement and fluro failed. Staff moved the patient to another room, where procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint of no table movement and reported that he was unable to duplicate the issue. Fse verified proper operation per service checklist and the unit was returned to full service.